Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for there filed as appropriate. Follow-up medwatch will be filed as appropriate. (B)(4). Reporter is an attorney.

Event description:
Ppf, implant records and sticker sheets received. Ppf alleges loosening of cup, fracture, dislocation, infection and loosening of stem.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.